Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the unit is freezes during use was unconfirmed. The unit is not glitching and freezing. There is no root cause as the issue could not be reproduced.

Event description:
It was reported that the machine is glitching and freezing, buttons are disappearing/becoming disabled which causes machine to glitch then reset which causes inputted clinicians to be deleted. Settings are being reset. P-wave is not being identified by machine. After updating software, the unit is giving ec116. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the machine is glitching and freezing, buttons are disappearing/becoming disabled which causes machine to glitch then reset which causes inputted clinicians to be deleted. Settings are being reset. P-wave is not being identified by machine. After updating software, the unit is giving ec116. No other information provided, at this time.